Manufacturer narrative:
The device is not available for return as it remains in-situ. Root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a screw is broken. No patient adverse event has been reported; however, a revision procedure is planned for an unknown date. No additional information is available at this time.